Manufacturer narrative:
It has been determined that the device involved in this complaint is not a bd product, therefore this complaint should be disregarded.

Event description:
It was reported that the unspecified bd prolia syringe experienced an inability to deliver insulin/medication. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: complainant reported that an experienced hcp tried to administer the prolia syringe to a patient but failed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd prolia syringe experienced an inability to deliver insulin/medication. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: complainant reported that an experienced hcp tried to administer the prolia syringe to a patient but failed.